Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it cannot be conclusively determined if it linked to the reported event.

Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by applying a new pod.